Event description:
Ous MDR - after an unknown implant duration, noise and inappropriate ventricular pacing were reported. In addition, the pace impedance decreased below 180 ohms. The device was reprogrammed and a revision procedure was intended. No adverse patient side effects have been reported. The date of implant was not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.